Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
Device received for this event is being corrected from fri esthetic based 3.8/gh 1/a 0 catalog#: 46-2141 to xive s plus impl d3.8/l9.5 catalog#: 32262441. Correcting UDI#: (B)(4). This is a follow up report for this corrected information.